Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received unexpected restart alarm. No harm requiring medical intervention was reported. Customer was changing battery when the alarm occurred. Customer reports they were able to clear the alarm. Customer able to complete rewind. Alarm occurred shortly after inserting a new battery. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).